Event description:
It was reported that x-ray revealed suspected externalized conductors. The lead was capped and replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.